Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported clotting in the dialyzer. Upon follow-up, the cm stated the clotting of the dialyzer required additional fluid to the patient and new set up despite following the procedure for priming the coral dialyzer. Additional information was obtained during follow-up. The reported blood clot issue occurred approximately 3.5 hours after treatment initiation. A blood leak was not observed. A fresenius 2008t machine was used for treatment. The rev/amount of heparin usage was 5000 units, circuit prime only and no systemic heparin. A high venous pressure alarm was received from the 2008t machine prior to discovering the clotting. There was no defect or damage noted to the dialyzer. No serious injury or required medical intervention resulted from the reported issue. Blood from the arterial side was rinsed back. The venous line could not be returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Following the event, the patient was able to resume treatment using the same machine and new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic manager (cm) reported clotting in the dialyzer. Upon follow-up, the cm stated the clotting of the dialyzer required additional fluid to the patient and new set up despite following the procedure for priming the coral dialyzer. Additional information was obtained during follow-up. The reported blood clot issue occurred approximately 3.5 hours after treatment initiation. A blood leak was not observed. A fresenius 2008t machine was used for treatment. The rev/amount of heparin usage was 5000 units, circuit prime only and no systemic heparin. A high venous pressure alarm was received from the 2008t machine prior to discovering the clotting. There was no defect or damage noted to the dialyzer. No serious injury or required medical intervention resulted from the reported issue. Blood from the arterial side was rinsed back. The venous line could not be returned. The patient¿s estimated blood loss (ebl) was approximately 100 ml. Following the event, the patient was able to resume treatment using the same machine and new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complained sample was not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis is not done. A failure during manufacturing process can be excluded based on the investigation. In the production line, the filters are 100% tested both for their tightness and for open fibers. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.